Manufacturer narrative:
Evaluation summary: the repair engineer inspected and repaired the scope. As service manual to replace new cmos parts. Correction information: g6: follow up #1; h2: type of follow up; h4: device manufacturer date; h6: coding changed, based on the investigation result.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Dust. This event occurred at the time of before use. There was no report of patient harm.